Event description:
I purchased a waterpik sinusense automatic (electric/battery powered) sinus cleaner from (B)(6) about a month ago. I have serious sinus issues and for the first week, the sinusense was helping greatly. Then, my sinus problems started getting worse than they were before I started using the product. Come to find out, the battery compartment was leaking battery acid into the sterile saline compartment. Basically, I was flushing my sinuses with extremely harmful battery acid. I am now worried that I did permanent damage to my sinuses. I followed every direction to the t, and I in no way misused this product. I did a search for the product online and almost everyone is having the same problem with this device. Waterpik doesn't seem to think it's a big deal, and only offers to replace the product when people complain. This is serious. Many unsuspecting people with this product could be flushing their sinuses with battery acid as we speak. You can read some of the reviews for the product here: (B)(4). Retailer: (B)(6). The product was not damaged before the incident. The product was not modified before the incident.